Event description:
Healthcare professional reported a patient was injected with 0.3mls into the ck1 with juvéderm¿ voluma¿ with lidocaine, then 0.2ml in the ck3 with juvéderm¿ voluma¿ with lidocaine, then 0.3mls of juvéderm® volift¿ with lidocaine in the ck3 with cannula and another 0.2mls of juvéderm® volift¿ with lidocaine fanning out lateral. Following injection, patient experienced an infection in the mid cheek area in the ck3 bilaterally. Patient is being treated by another healthcare professional with IV antibiotics. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00033 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information was received noting that the underlying infection is resolved and there is no permanent damage, however patient still is having "inflammation issues".

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional/corrected/updated data: section c. Suspect product.

Event description:
Additional information received noting the injections included 1 syringe juvéderm¿ voluma¿ with lidocaine with volumes of 0.3mls into the ck1 then 0.2ml in the ck3 each on both sides and 1 syringe of juvéderm® volift¿ with lidocaine with 0.5mls into the ck3 each on both sides using a cannula fanning out lateral. Ten days later, patient experienced infection. The next day, patient was treated with oral amoxicillin/clavulin and a 5 day regimin of prednisone 50mg orally. Six days after this intial treatment, patient was treated with ancef 500mg IV for four days. One week after the IV treatment started, patient underwent and incision and drainage of the left cheek. Cultured noted "gram positive bacilli." Event is currently ongoing.

Event description:
Additional information received noting event "has resolved."